Event description:
It was reported that the device was protruding from the target location. This 10x20 embold? Fibered device was selected for use during a splenic artery embolization. During the procedure, the coil did not detach from the delivery wire when the proximal release mechanism was activated. The coil was at the target location with a piece of the coil that did not fully detach. When the system was being pulled back, the coil pulled back with it. With time and maneuvering they were able to detach the coil enough where only a short piece was left dangling. It was additionally noted that the coil became stretched as a result of this. A road runner guidewire and envoy guidewire were used to break the filament/tether string from the distal end of the coil. There were no patient complications as a result of this event.